Manufacturer narrative:
The device was returned for analysis. Visual inspection observed that kinks in the sheath assembly. The device returned with the tip detached, it's important to mention that the tip was not returned for analysis. Functional test could not be performed due to the condition in which the device returned. Microscopic inspection that the device returned with the tip detached.

Event description:
Reportable based on analysis completed on 10nov2023. It was reported that a kink and could not cross the lesion issues occurred. The target lesion was located in the posterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, device analysis revealed that the tip detached.